Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) implant procedure on (B)(6) 2014, the set screw of the extension was unable to connect the lead properly. In turn, the physician decided to remove and replace the extension which resolved the issue. The procedure was extended by one hour and 30 minutes.